Event description:
A patient underwent a port placement procedure using the power port m.r.I. Isp. On (B)(6) 2026, post the procedure, the catheter was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter was received for evaluation. Visual evaluation, microscopic visual observation, tactile and functional testing were performed on returned device. A complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular with residue throughout. The investigation is confirmed for the reported catheter fracture issue and identified material separation issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2026, post the procedure, the catheter was allegedly fractured. There was no reported patient injury.